Event description:
The pt presented with redness, tenderness and warmth over pocket site two days after implant. A course of antibiotics was started to treat potential infection. The healthcare professional believed it was related to the surgical trauma. The pt was reported to be doing well.